Manufacturer narrative:
The reported events of lead fracture, high pacing lead impedance and failure to capture were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited high pacing impedance and failure to capture. It was suspected that the rv lead was fractured. The rv lead was explanted and replaced. The patient had no consequences.